Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found as received, a partial lead with only connector portion was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the optim sheath with intact silicone insulation beneath proximal to the suture tie impression. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.